Event description:
The customer returned the device for evaluation and repair of the forceps elevator wire being broken. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that the adhesive of the light guide lens is peeling off, thus creating the potential of gap and possibility of dirt entering the inside of the lens. This medwatch is being submitted for the reportable issue of the adhesive of the light guide lens peeling off as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the adhesive of the light guide lens is peeling off, thus creating the potential of gap and possibility of dirt entering the inside of the lens. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.